Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, g3, g6, h2, h3, h6, h11. Additional information: it was reported that during a da vinci-assisted thyroidectomy procedure, the vibrating blade of the harmonic ace instrument broke and fell inside the patient. The incident occurred during the posterior dissection of the thyroid gland. No bleeding resulted from the event. A single fragment was retrieved using laparoscopic instruments, with confirmation achieved by matching the fragment to the instrument. Postoperative x-ray or ultrasound imaging was not performed. According to the surgeon, the incident was likely caused by a collision between instruments. The procedure was successfully completed robotically without further complications. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis evaluation. A portion of the curved blade, measuring approximately 13.0mm × 2.1mm at its base, was found broken off the instrument. The detached fragment was not returned with the harmonic ace instrument. Adjacent components showed no signs of damage.

Event description:
It was reported that during a unspecified da vinci-assisted procedure, the vibrating blade of the harmonic ace instrument broke and fell inside the patient. The fragment was successfully retrieved during the same procedure, and the surgery was successfully completed robotically. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the harmonic ace instrument to perform failure analysis.